Event description:
I got patss (B)(6) 2019 after an endometrial ablation back in 2016. I had been previously sterilised and was both made aware that ablation can cause major issues. I suffered labour like pains, admitted to hospital for pain management. I also had a lump in my womb and due to the ablation they were unable to biopsy this. This meant I had no other choice but to have a hysterectomy in (B)(6) 2019. FDA safety report ID # (B)(4).